Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B76528) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, obesity, anemia, tobacco user, hyperlipidemia, acute upper respiratory tract infection, peripheral neuropathy and body mass index increased. Concomitant products included estradiol since (B)(6) 2019, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015, oxybutynin since (B)(6) 2019 and paracetamol (tylenol extra strength) since (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced pollakiuria ("bladder and urinary problems:frequent urination"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic pain/(poking , pressure), lower pelvic pain"), pelvic discomfort ("pelvic pain/chronic pain/(poking , pressure))"), abdominal pain ("abdominal. Pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, pelvic discomfort, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, fatigue, headache, female sexual dysfunction, nausea, dyspareunia and pollakiuria outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, nausea, pelvic discomfort, pelvic pain and pollakiuria to be related to essure. The reporter commented: discrepancy added: essure insertion date as per pfs is (B)(6) 2015. 3 coils into the cavity on the patient's right side and 1 coil into the cavity on the patient's left side. Removal recommended by treating physician. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test results were not specified.; in (B)(6) 2015: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-oct-2020: pfs+mr received: lot number added, event apareunia (inability to have sexual intercourse), nausea, dyspareunia (painful sexual intercourse) and bladder and urinary problems : frequent urination added, onset date added, severity added to event pelvic pain, concomitant drug, reporter, medical history, test and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm.bleed') in an adult female patient who had essure (batch no. B76528) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, obesity, anemia, tobacco user, hyperlipidemia, acute upper respiratory tract infection, peripheral neuropathy and body mass index increased. Concomitant products included estradiol since (B)(6) 2019, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015, oxybutynin since (B)(6) 2019 and paracetamol (tylenol extra strength) since (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced pollakiuria ("bladder and urinary problems:frequent urination"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic pain/(poking , pressure), lower pelvic pain"), pelvic discomfort ("pelvic pain/chronic pain/(poking , pressure))"), abdominal pain ("abdominal.pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, pelvic discomfort, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, fatigue, headache, female sexual dysfunction, nausea, dyspareunia and pollakiuria outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, nausea, pelvic discomfort, pelvic pain and pollakiuria to be related to essure. The reporter commented: discrepancy added: essure insertion date as per pfs is (B)(6) 2015 3 coils into the cavity on the patient's right side and 1 coil into the cavity on the patient's left side. Removal recommended by treating physician. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test results were not specified.; in (B)(6) 2015: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion. Batch no b76528 production date 2013-10-02 expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.